Event description:
It was reported that post op of a laparoscopic gastric bypass procedure, post op (B)(6), the patient had a gastro-jejunostomy leak. The patient was admitted on (B)(6) 2010. During the original date of surgery, the circular and endocutter devices were used and the surgeon did not notice anything with the devices' function at that time. A leak test was performed and there were no leaks present. The age and gender of the patient are unknown. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Surgeon is an extremely experienced ees stapler user (+1000 cases with our circular, endocutters), but he has a new partner who has very limited experience with our products. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.